Manufacturer narrative:
Additional information was received on may 10, 2023. An explant is scheduled for (B)(6) 2023. In addition to the bilateral ruptures reported initially, the patient also experienced a benign left sided breast lesion and bilateral fluid accumulation around the implant. The patient was also feeling bilateral breast discomfort. The event date was clarified. The event occurred as early as october 2022. The patient is a 52-year-old caucasian female. The device, previously unknown, is a 620cc mentor memoryshape breast implant, catalog #3341402, serial #(B)(6) lot #7635049. This report relates to the right prosthesis. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 7635049 number, and no non-conformances were identified. Reason for device explant and/or reoperation: breast pain, rupture additional information was received on may 17, 2023. This report is a duplicate of 1645337-2023-05703. This report has been updated with all the most updated and current information. All further reporting will be performed on this complaint file. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor gel implants experienced bilateral rupture with breast pain post procedure. Ultrasound, mammography, and magnetic resonance imaging were performed and all detected rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2023-05474 for contralateral prosthesis report.